Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), post procedural complication ("post removal complications") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy, unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia had resolved and the post procedural complication and mental disorder outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, mental disorder, pelvic pain and post procedural complication to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: previously reported event " injury to herself " updated to "pelvic pain", events- " dysmenorrhea, menorrhagia, post removal complications, psych injury" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.